Manufacturer narrative:
Customer evaluated device.

Event description:
The customer ask for the functional verification of battery and replace if necessary. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.